Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that he had a compromised force sensor system alarm on the insulin pump. Customer stated that he was rewinding to change his set when the alarm occurred. Customer stated that he clears the alarm and it counts up and repeats again. Customer reported that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir.

Manufacturer narrative:
The insulin pump alarmed prime during the basic occlusion test due to loose/protruded drive support disk. The insulin pump had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.